Event description:
An in-house software engineer noted that the dhx 800 instrument always reports zero for the nrbc (nucleated red blood cell) region in daily checks. Daily checks are part of the dxh 800 system quality assurance and they report background counts. If the nrbc region background fails but is not detected, some subsequent samples may be reported with falsely increased nrbc%. As the problem was discovered in-house, no actual patient results were generated and there were no reported changes to patient treatment.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. The root cause was an anomaly in the software algorithm that was subsequently corrected in the next software release (1.1.2.0).